Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a defective infusion set. The infusion set wouldn't lock into place so she couldn't get any insulin. The customer had a high blood glucose level that was over 600 mg/dl. The customer took a manual shot, changed her site, and then she took a bolus with a new infusion set. The customer will be sent a replacement for her infusion set.